Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 visual examination of the returned product identified multiple tool mark gouges in the sidewall of the liner. The barb and outer radius are also gouged in corresponding locations to the sidewall gouges. An indentation/scratch is present near the apex of the outer radius. Two small pits were observed on the outer radius that could be felt by rubbing over them with a fingernail. It is unknown if the damage occurred during or prior to assemble attempts. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on evaluation of returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown osseoti 54 4 hole shell unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon placed the acetabular liner in the cup and tried several times to knock the liner in place. One side would lock in, but the other side would not. The surgeon attempted to insert the liner per surgical technique, however, failed twice at doing so. The surgeon requested a new liner, and the new liner went in without any issues. There was no harm or impact the patient.